Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath device from lot 0003442 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the tip of the catheter was damaged. It was confirmed under a microscope that the tip of the catheter didn't have it uniform smooth shape but instead had a jagged edge and was missing some tip material. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the catheter tipping process.

Event description:
It was reported that the bd angiocath¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the catheter tip was found to be damaged during the check before venipuncture."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) "according to the customer's report, the catheter tip was found to be damaged during the check before venipuncture."